Event description:
The customer reported a falsely elevated calcium result generated on the alinity c processing module on a patient. Results provided: (B)(6). Sn# (B)(6) = 9.52 / 13.62 mg / dl with reagent 88813un24, sn# (B)(6) = 16.15 with reagent 66462un24, sn# (B)(6) = 17.09 / 11.9 with reagent 88813un24, reference range: 8.4 to 10.2 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
A ticket search by the lot number 66462un24 did identify an increase in complaint activity related to the issue under review. However, the trend review by product list number ln 07p57 found no trends related to this issue. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. As part of troubleshooting samples were rerun, and quality control results were within range. Based on the complaint investigation, no product deficiency of the alinity c calcium assay (ln 07p57-30) lot 66462un24 was identified.

Event description:
The customer reported a falsely elevated calcium result generated on the alinity c processing module on a patient. Results provided: sid (B)(6). Sn# (B)(6) = 9.52 / 13.62 mg / dl with reagent 88813un24. Sn# (B)(6) = 16.15 with reagent 66462un24. Sn# (B)(6) = 17.09 / 11.9 with reagent 88813un24. Reference range: 8.4 to 10.2 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.